Event description:
It was reported that the user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) sensor and the ilet, resulting in signal loss to the ilet while blood glucose levels remained unaffected. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention or hospitalization. User support included remote troubleshooting and user education, including toggling the dexcom g6/g7 setting, restarting the ilet, and advising a wait period for pairing; the user was provided the sensor pairing code. Investigation of this case revealed a communication disruption between the cgm and the ilet consistent with intermittent bluetooth signal loss, with function otherwise normal once reconnection steps were initiated. It was concluded, based on previously established findings for similar reports, that the cause was likely a transient connectivity anomaly.